Event description:
It was reported that the ventilator's air gas module was defective. There was no patient harm. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator did not work. There is no information on why the device did not work or what kind of failure it was. The device logs have not been received. Our field service engineer investigated the ventilator on site and solved the issue by replacing the air gas module and drainage valve of compressor. After the replacement, the unit was returned to customer in working condition. No parts were returned for investigation. Therefore, the root cause for the reported problem could not be established.

Event description:
Manufacturers ref: # (B)(4).